Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the devices were all reviewed by bioengineering and a report was received stating it was unlikely that a manufacturing defect was present. No corrective action is required. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Corrected: d10 and h3.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an unknown procedure performed on an unknown date. When the surgeon used an impactor to lightly hammer the upper area of the stem extractor, the slap hammer appeared to not have a product ID visible on the device due to severe scratch marks all over the device. The procedure was delayed by 30 minutes. There was no harm to the patient. The device was the first use when the issue occurred.